Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic liver resection, the first handle green button would not click on. The second handle was making a clicking noise and would not clamp on tissue and the green button would not click on. For the reload, it would not load onto handle. They changed the handle and reload to finish the procedure. There was no patient injury.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a unit. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.